Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the pre-shaped mesh may have caused or contributed to the alleged infection. Additional information has been requested. With the information provided at this time, no conclusion can be made. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the prosthesis." Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via cfda ((B)(4) food and drug administration): due to a right oblique hernia on (B)(6) 2017 the patient underwent high ligation and tension-free repair. A davol pre-shaped mesh was used for the repair. On (B)(6) 2017 exudation of the wound was noted. The patient was treated with systemic antibiotics (based on drug allergy) and local dressing changes. On (B)(6) 2017 the patient underwent explant of the mesh and was discharged on (B)(6) 2017.